Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) unit is not switching on. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, investigation conclusion, component code), h10. Additional information: e1- event site (state: (B)(6) , postal code: (B)(6) , telephone number: (B)(6). A getinge field service engineer (fse) evaluated the unit and confirmed that issue with power management board. Replaced the power management with new one. Checked all functions, machine found working okey. There was no patient involvement. Due to hospital policy unable to send the part.